Manufacturer narrative:
The end user reported that he developed an infection after wearing the dressing. The dressing was applied over pre-existing foot ulcers to absorb a moderate amount of purulent exudate. It is unknown if the dressing was cut or how long it was worn. When the dressing was removed, he noted that the purulent drainage had increased. He was treated with an oral antibiotic. We have had no other similar reports associated with the use of this dressing. We have not received a sample for evaluation. The end user had underlying factors which may have played a role in this incident. We have not been provided with information to conclude that the infection was caused by this dressing. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
The end user reported that he developed an infection after wearing the dressing.